Event description:
It was reported that the patient experienced pain at the ipg site following weight loss. Reportedly, the ipg moves in the pocket. Additionally, patient experienced ineffective therapy. X-ray results revealed lead fracture and lead migration. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event and patient weight are estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2026 wherein the entire system was explanted and replaced to address the issue. Reportedly, therapy was restored post op.